Event description:
Facility alleges leak during treatment. Rn reports transducer protector failed to hold pressure; fluid backed up into transducer. Constant interruption of blood flow led to clotting. Ebl > 100 cc.